Manufacturer narrative:
The reported instrument (fw277r / lot number 51933602) arrived with a damaged hexagon- pin. Apart from the damaged pin, the instrument appears in a proper condition. Ttest and analysis equipment: microscope "keyence vhx 600d." Digital camera "(B)(4) dmc tz 8." Visual inspection of the damaged hexagon was completed. It was noted that the entire hexagon is significantly bent. During microscopic investigation, a fracture was found, with the typical surface of a transcrystalline fracture. This is an indication that the instrument was fractured due to an excessive bending force being placed on the device. There are no indications of a manufacturing problem or a material defect. The manufacturing documents were reviewed and found to be according to specification during the time of production. The breakage was caused by to high bending forces during usage and therefore can be attributed to a user related error. The current failure rate is within the risk analysis, corrective / preventive action is not required. Additional instrument received for investigation was fw277r / lot number: 51936831 / manufacturing date: 05/17/2013 evaluation of this device concluded: microscopic investigation detected a circular pattern on the fracture surface, this indicates that the instrument was sheared off by excessive torque forces. The manufacturing documents were reviewed and found to be according to specification during the time of production. The breakage of this device was caused by excessive torque forces during usage and therefore is a user related error.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the patient complained of pain in the proximal femur into two weeks of rehab. There was no x-ray preformed at this time. After eight weeks revision was performed due to patient was not able to walk. Original surgery date reported as (B)(6) 2016. Revision surgery reported as (B)(6) 2016. Components in use listed as concomitant devices are: nu212t - excia t plasmapore 12/14 size 12mm. Nv204e - vitelene insert h 32mm sym. Nv052t - plasmafit poly cup size 52mm h. Nk561d - biolox delta prosth. Head 12/14 32mm m.